Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, rupture, seroma, granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of an 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had ultrasound imaging performed. She was diagnosed with baker grade ii and IV capsular contractures of the left and right breast, respectively, with bilateral rupturing of the breast implants and the presence of bilateral seromas. The appearance of a mass was present within the left breast as well. As a result, the patient underwent bilateral removal and replacement with 400cc mentor memorygel breast implants on (B)(6) 2022. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-05998 for the contralateral event.

Manufacturer narrative:
On june 08, 2022, mentor completed an evaluation on a photo that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).